Manufacturer narrative:
The catheter was not required for eval. Review of the device history records confirmed the device met mfg requirements prior to shipment. The root cause classification is consistent with anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the IFU.

Event description:
Same case as MFR report number: 2030404-2011-00199, 3005188751-2011-00112. It was reported 3-4 hours after completion of a ventricular tachycardia (vt) ablation procedure the pt developed a pericardial effusion. A cool flex ablation catheter, two livewire 6f ep catheters, ensite velocity and mediguide were used to perform the procedure. The pt developed hypotension 3-4 hours post procedure and a pericardial effusion was confirmed by an echocardiogram. A pericardiocentesis was performed and the pt stabilized.